Manufacturer narrative:
Initial.

Event description:
It was reported that the cartridge on an ilet pump protruded from the pump housing after a rewind, and the issue persisted with a new connector and a new prefilled cartridge until the user identified and removed a piece of glass lodged in the cartridge chamber; after clearing the obstruction, the cartridge seated properly and insulin therapy was resumed. No reported adverse clinical effects or injury. Outcomes included no alerts or alarms, no hypoglycemia or hyperglycemia, and no hospitalization. Investigation included remote troubleshooting and user education to repeat the rewind procedure, replace the connector, and inspect the cartridge chamber. Investigation of this case revealed a foreign body obstruction in the cartridge compartment, consistent with a broken or cracked cartridge component, which resolved once the glass was removed. It was concluded, based on previously established findings for similar reports, that the cause was user-related handling of a compromised prefilled cartridge leading to chamber obstruction.